Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hematoma/asae was not determined due to insufficient clinical details and no product return.

Event description:
An impella cp device was inserted via the right femoral artery in a 76-year-old male patient presenting for high-risk pci (hrpci), with a history of known coronary artery disease, diabetes mellitus, and renal insufficiency. Primary pci was performed via the right femoral artery using single access, and the impella cp was explanted in the catheterization laboratory. The pump was discarded after the case. In the ICU, the patient developed a hematoma in the right groin. The physician administered lidocaine with epinephrine (lido/epi). The patient survived. The reported hematoma requiring medication is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.